Manufacturer narrative:
Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure error. The customer's blood glucose level was unknown. The customer reported that the screen was white and the insulin pump made a strange noise. The customer was able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.